Event description:
While cleaning pins after taking the stereotactic frame off of the pt's head, I noticed that the hard metal tip of one pin was chipped. Dr was notified and he ordered a stat x-ray. The x-ray verified the missing piece of metal deposited under the skin on the skull bone at the right posterior pin site.